Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an elective atrial flutter ablation procedure and after exchanging out the octaray for the ablation catheter, they noted a serpiginous echodensity concerning for thrombus on the catheter itself. Concern for catheter associated thrombus led to premature termination at end of case. They removed the catheter and then slowly withdrew the sheath into the right atrium (ra) while aspirating from the side port. It was then noted a highly mobile density in the ra resembled a chiari network. However, upon removing the sheath from central circulation, a thin, floss like polymer was extruding from the end of the sheath itself. It appeared the internal steering mechanism partially unravel. No harm to the patient.